Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer found the inseparable magnet missing and replaced the inseparable latch to resolve the issue. The fse stated that there was a brief delay in issuing the meds to patients, user had to access another machine. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the device had failed hardware, surgery 1 failed drawer not able to recover. There were no adverse events or injuries reported based on this event.